Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
An incipient device decubitus through the skin was diagnosed. The patient was hospitalized and a crt system related surgical intervention was done. Should additional information be received, this file will be updated.

Manufacturer narrative:
During the surgical intervention the device was moved in a deeper subcutaneous position. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.